Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be torn. A damaged button will permit contamination to permeate which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged bolus button should be clearly visible and alert the user to discontinue use of the pump. During testing, the audio bolus button was found to be intermittently responsive due to contamination found on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was intermittently unresponsive. The patient noted that the keypad was peeling and was unable confirm whether the damage or the response issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.